Event description:
It was reported that when the patient presented in clinic for routine follow up, the device could not be interrogated using the merlin programmer. Normal eri was suspected. Device replacement was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.